Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 19-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) who was receiving 500mcg/ml gablofen at 25mcg/day via an implantable infusion pump for intractable spasticity and cva (stroke) das system. It was reported that there was a catheter event and it was unknown if it had been confirmed. It was reported that there was an issue with the catheter and the pump was being explanted in (B)(6) 2019. The hcp was going to program the pump to minimum rate. No symptoms were reported. No further complications were anticipated/reported.